Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted on and had sound, but no vibration and had a blank screen. A cracked display screen was observed when the pump cover was removed. The buttons on the keypad were unable to be tested due to a blank display. A test display was used and the display returned as normal. Testing confirmed that the vibration motor did not work due to a vibration motor defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank, but had audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.